Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was no longer able to feed himself due to return of right arm tremors a few days after reprogramming. The device was on according to the patient programmer. It was reported that the "settings are not holding" and the patient needed to go to the physician all the time to "reset" the device. It was unknown if what was going on was due to the device or other things. Per the physician programmer the device was functioning fine. The event began following replacement with new implantable neurostimulator in (B)(6) 2011. At the time of the report the patient was at home and the patient's status was reported as "serious." The patient had undergone reprogramming without success. The patient was looking for another physician to be evaluated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 3387-40, lot# j0107975v, implanted: (B)(6) 2001. Product type: lead. (B)(4).